Manufacturer narrative:
The lot number was not provided for the malfunction and lot history review cannot be completed. The device was returned for evaluation and the investigation identified device-device incompatibility and material separation. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model cre14s recanalization catheter allegedly experienced device-device incompatibility and material separation. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was not provided for the malfunction and hence a lot history review cannot be completed. The device was returned for evaluation and the investigation identified material separation and material split, cut or torn, the investigation is inconclusive for device-device incompatibility. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model cre14s recanalization catheter allegedly experienced device-device incompatibility and material separation. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.